Event description:
It was reported that a customer's pump screen was broken and remained black upon inspection. There was no reported adverse impact to the customer's blood glucose. The customer reverted to an alternate method in insulin therapy.